Manufacturer narrative:
(B)(4). Pump was received with blank display during testing. Unable to determine the root cause, problem isolated to electronic assembly on pcb 1. Unable to verify battery longevity or device heating up due to blank display.

Event description:
Information received by medtronic indicated that insulin pump had to change battery several times a week. Customer stated insulin pump was warm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.